Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approx 200 mg/dl). Customer alleged that the pump was faulty. Customer used the pump to stabilize blood glucose levels.